Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 17th of june 2016 for further investigation. The fse conducted a follow-up with the customer over-the-phone to address the reported event. During the investigation the fse instructed the customer to perform decontamination of the buffer flow path. The customer primed the instrument and ran quality controls and results were within specification. Instrument was relased and is functioning as intended. The most probable cause for this event is due to contamination of the device. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016 the customer reported 75 percent of there runs had low total area. The customer checked the instrument drain line, hemolysis /wash solution line, and sample. The instrument was draining properly and no clogs were detected. The customer indicated that the patient samples tested were from primary tubes which are exhibiting low total area. Customer replaced the sample needle and ran more specimens but they are still receiving low total area flag on primary tubes. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.